Manufacturer narrative:
(B)(4). Date sent: 4/21/2026. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Not sure surgeon did not indicate. What confirmation was received that the device was fully fired? Do not know. Did the device staple? Yes, was the staple line complete? Yes. Were there any staples missing from the staple line? Not sure. What was the shape of the staples (b-formation, irregular, legs straight)? Not sure. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? I don't know. Did the device cut? Not sure. Was the cut line fully circumferential around the target tissue? I don't know. If the device fully cut, were both tissue donuts present? I don't know. If the device fully cut, were both donuts complete? I don't know. How many counter-clockwise revolutions were used to open the device? I don¿t know how was it confirmed that the anvil was free from the tissue prior to removing? Not sure. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after using the device on a sigmoid colectomy procedure, there was an anastomotic leak.